Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the shocking was due to the ins turning off. When the ins was charged, the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt)t felt a jolt on saturday and then had a return of symptoms (tremors). The patient indicated the jolting sensation was the entire body, from head to toe. Patient indicated the jolting lasted a few seconds; has not returned. Patient indicated he did not use his controller at the time therefore he did not see any messages. The patient went to the doctor's office and the programming nurse said that the pt's implanted neurostimulator (ins) showed 0% and off on the tablet, but the nurse was able to turn ins on and the pt immediately felt the ins turn on and his symptoms resolved. The pt reported that he fully charged his ins on the past friday. The rep reported the return of tremor was due to low ins battery. It was unknown if the low battery also caused the jolting. Rep reported impedance are within normal limits.